Event description:
The pacemaker involved in this MDR report was explanted 1.5 months after implantation because of abnormal lead impedance and loss of capture.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.